Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that they went to recharge their implantable neurostimulator (ins) and there was a doctor screen with a phone and the letters ¿por.¿ the device would not charge. The patient had not talked to their doctor at the time of the report. The patient was able to resolve the issue themselves. There were no patient symptoms reported. The patient¿s indications for use were spinal pain and chronic low back pain.